Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower doors were failed repeatedly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) performed t-shot, and the harness connections were found to be oxidized. The fse cleaned the contacts and also noted that several latches were missing wiring, including the door associated with the issue. The connections were corrected, and testing was resumed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower doors were failed repeatedly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.